Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (102 service code) was isolated to an open r45 resistor on the computer/analog board, causing broken c19 and c22 solder connections on the defibrillation board. The root cause for the open r45 resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.